Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead, implanted 2009-(B)(6). 694765 lead, implanted 2003-(B)(6). (B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving an inappropriate shock while on an exercise bike. The episode showed a rhythm that was suspected to be sinus tachycardia with intermittent atrial undersensing which was detected in the ventricular tachycardia (vt) zone. The vt zone was programmed off and the device remains in use. Approximately, one month later, the sensitivity was reprogrammed and the lead remains in use. After reprogramming, the patient performed a treadmill test and had a rhythm that degraded into a ventricular fibrillation which was noted to be detected and treated appropriately. No further patient complications have been reported as a result of this event.